Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was reported 53mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
B5, the failure investigation has been completed and the alleged altitude alarm issue was verified. Additionally, the alleged low blood glucose issue was verified in the pump logs, however, no failure was identified.

Event description:
Multiple attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.